Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported problem of particulate matter. A review of all batch record documents was performed for lot number h13i06037 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The actual sample returned was found to contain loose particulate matter (non-fluid path) during visual inspection, but the size of the particulate matter fell within specification limits. The sample also underwent leak testing, clamp function testing and clear passage testing with no issues noted. Upon conclusion of the evaluation, the report of particulate matter was verified but the cause of the particulate matter could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black spots were observed in the tubing of a minicap transfer set. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was received for analysis and an evaluation has begun but has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.